Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.

Manufacturer narrative:
Updated to adverse event:product problem. Updated to serious injury.

Event description:
Additional information was received. The lead was reportedly implanted prior to finding the high impedances. The lead was then removed and replaced without incidence. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis, product ID# (B)(4): the stimulation lead was found to be broken at a weld site on the distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown symptoms. It was reported that the patient was getting a lead implanted when monopolar impedance showed over 20k ohms when tested with an alligator clip. The impedances were retested a few times and found to be high. The lead was replaced and no problems were found with the new lead. There were no symptoms reported. No complications or further complications were reported.